Event description:
The patient presented to the emergency room after receiving hv therapies. Small r-waves were observed. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis was normal. No anomaly found.